Manufacturer narrative:
Reported event of under-sensing was not confirmed. The device was returned for analysis. Further analysis performed, including sensitivity test found no anomalies contributing to reported event of under-sensing.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited undersensing. The icm was explanted and replaced. The patient status was unknown.